Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument blade was exposed approximately .111 between the grips. Failure analysis investigation also found the following additional damages to the instrument: the instrument blade was slightly bent at the cable and blade interface; however, the knife was still able to cut. It was concluded that the bent blade damage was like due to mishandling/misuse. The snake wrist was dislodged where the male and female disks meet near the distal clevis hub. It was concluded that the dislodged snake wrist damage was like due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's snake wrist found during failure analysis investigation, could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, an error message was received indicating that the blade may be exposed on the endowrist one vessel sealer instrument. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.